Event description:
It was reported to fresenius that a peritoneal dialysis (pd) patient utilizing a liberty select cycler for renal replacement therapy (rrt) recently underwent hernia surgery. An email from the patient¿s pd registered nurse (pdrn) reported the patient was diagnosed with bilateral inguinal hernias. Prior to beginning continuous cyclic pd (ccpd) for rrt, the patient was reportedly aware an inguinal hernia may exist based on their palpation of ¿hardness¿ in the groin area. Ccpd was initiated (date not provided), and the patient was prescribed 4 exchanges, with a fill volume of 1000 ml. Although the timeline was not provided, it was reported the patient began experiencing bulging in their right groin, followed by left groin bulging 1-2 weeks later. The patient reportedly underwent outpatient inguinal hernia surgery on (B)(6) 2026 and was recuperating as of (B)(6) 2026 (6 days post-surgery). It is unknown what, if any rrt was being performed, however the pdrn reported the patient¿s pd catheter (not a fresenius product) remains in place, and the patient will be returning to ccpd therapy. The pdrn reported it is unknown if the liberty select cycler played a causal or contributory role in the creation and/or exacerbation of the inguinal hernias, however no replacement liberty select cycler was requested.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, and the patient¿s serious adverse events of two inguinal hernias, which required outpatient surgical intervention. While there is no allegation or objective evidence indicating a fresenius product(s) and/or device(s) deficiency or malfunction caused the serious adverse events (no liberty select cycler replacement requested). The liberty select cycler cannot be excluded from having a possible causal and/or contributory role in the creation and/or exacerbation of both inguinal hernias, as evidenced by the bulging noted by the patient in his left and right groin upon initiation of therapy. Hernias are a well-known potential complication of pd therapy due to the increased intra-abdominal pressure created during pd therapy. During therapy, this pressure can create or exacerbate existing weaknesses in the supporting abdominal wall structures. Additionally, the surgical introduction of the pd catheter also increases the risk of hernia formation.

Manufacturer narrative:
Plant investigation: the device was not returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
It was reported to fresenius that a peritoneal dialysis (pd) patient utilizing a liberty select cycler for renal replacement therapy (rrt) recently underwent hernia surgery. An email from the patient¿s pd registered nurse (pdrn) reported the patient was diagnosed with bilateral inguinal hernias. Prior to beginning continuous cyclic pd (ccpd) for rrt, the patient was reportedly aware an inguinal hernia may exist based on their palpation of ¿hardness¿ in the groin area. Ccpd was initiated (date not provided), and the patient was prescribed 4 exchanges, with a fill volume of 1000 ml. Although the timeline was not provided, it was reported the patient began experiencing bulging in their right groin, followed by left groin bulging 1-2 weeks later. The patient reportedly underwent outpatient inguinal hernia surgery on (B)(6) 2026 and was recuperating as of (B)(6) 2026 (6 days post-surgery). It is unknown what, if any rrt was being performed, however the pdrn reported the patient¿s pd catheter (not a fresenius product) remains in place, and the patient will be returning to ccpd therapy. The pdrn reported it is unknown if the liberty select cycler played a causal or contributory role in the creation and/or exacerbation of the inguinal hernias, however no replacement liberty select cycler was requested.